Event description:
It was reported a vns therapy handheld programming computer would not turn on. Troubleshooting did not resolve the issue. The handheld was returned to the manufacturer and an analysis verified the event. The cause for the reported allegation is associated with a defective serial cable that prevented the main battery from charging. No further anomalies were identified. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to specifications.